Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood noted on helix mechanism. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, there was high impedance greater than 3000 ohms. It was thought that there perhaps was a perforation, but there were no signs of perforation. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, there was high impedance greater than 3000 ohms. The lead was repositioned several times due to concerns with the high impedance. It was thought that there perhaps was a perforation, but there were no signs of perforation when another lead was implanted. The lead was not used and was replaced. No patient complications have been reported as a result of this event.